Manufacturer narrative:
Correction made to b7 other relevant history: htn, carpal tunnel syndrome, thr, appendicectomy, infected prosthesis (previously ni) concomitant therapy: aspirin, lactulose, targin, vitamin c, paracetamol h4: the lot was manufactured from may 07, 2018 - may 08, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a ce intermate sv (small volume) under-infused. This was further described as the device, ¿took longer than 2 hours to infuse." The device was connected to the patient¿s right arm via a peripherally inserted central catheter (PICC) at 9am. It was reported the device did not infuse until 3pm that afternoon. The device was filled with vancomycin 1000mg in 0.9% sodium chloride (nacl). This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.